Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 527 mg/dl; cause was unknown. Reportedly, the customer administered a bolus to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.